Manufacturer narrative:
(B)(4). D10: unknown zb ceramic insert, unknown #item, unknown #lot. Therapy date: (B)(6) 2025. G12: report source: australia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was that reported that a patient had an initial right total hip arthroplasty completed on an unknown date with placement of unknown but presumably zimmer biomet product. Subsequently, the patient was revised an unknown amount of time post-implantation due to instability, significant gluteal tears were noted which were repaired and the initial head and liner were removed and replaced with known zimmer biomet product at that time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records for the revision surgery were provided and reviewed by a healthcare professional with the following findings: the revision surgery was performed due to instability under sedation with regional block, using a posterior approach. An 80% gluteal tear was identified, causing subluxation. The head and liner were removed, and a new polyethylene liner and ceramic head were implanted. Stability and leg length were confirmed to be satisfactory. The gluteus minimus and medius tears were repaired, and the wound was closed in layers. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.